Event description:
On (B)(6) 2012, the pt was implanted with a system of gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. During the procedure, the trunk-ipsilateral leg component was deployed further distal to the lowest renal artery than intended (distance unk). It was reported the trunk component may have been undersized (aortic neck and device measurements are unavailable). The physician then implanted an aortic extender component. However, both renal arteries were covered upon deployment. A stent was added to successfully restore blood flow to the left renal artery. However, the right renal artery remained covered. The ruptured aneurysm was resolved, and the pt tolerated the procedure. The physician will take a wait-and-watch approach in regard to the covered right renal artery.

Manufacturer narrative:
The review of the mfg records for the device verified that the lot met all pre-release specifications.